Event description:
On (B)(6) 2007, the patient underwent treatment for an abdominal aortic aneurysm with gore excluder aaa endoprostheses. On (B)(6) 2012, the patient underwent another procedure to treat a type ii endoleak. The leak resolved with coil embolization, and the patient tolerated the procedure.

Manufacturer narrative:
The manufacturing records review verified that the lots met all pre-release specifications. Additional device: (B)(4).